Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure, restenosis and stent distortion occurred. In (B)(6) 2012, the patient presented due to unstable angina (braunwald classification IV) and was referred for cardiac catheterization. The target lesion was located in the saphenous vein graft (svg) to right posterior descending artery (r-pda) with 90% in-stent restenosis and was 15mm long with a reference vessel diameter of 4.0mm. A non-bsc protection device was deployed and intracoronary nitroprusside was given. The physician treated the lesion with direct placement of a 4.00x16mm ion stent, with 0% residual stenosis following post-dilation with a nc quantum apex balloon. Intracoronary nitroprusside was repeated. When an attempt was made to retrieve the distal protection device, it resulted in considerable distortion of four previously placed mid stents including one taxus liberte stent and three promus stents of size 4.0x12mm, 3.5x18mm and 4.0x15mm. This was then treated with placement of a 4.00x20mm ion stent in the mid portion of the grafts where the stents had been distorted. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The initial MDR #2134265-2012-06769 should be withdrawn as it is a duplicate of MDR #2134265-2012-03698.